Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: (B)(6), product type: accessory, product ID: pa9101, lot#serial#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the communicator was not working and the issue began this morning. Caller stated they were trying to turn down the stimulator and they couldn't get the communicators to connect because when they pushed the button to turn it on it flashed green and blue and now it was just a bunch of yellow. Caller got a low battery message but they had the communicator plugged in all night long. Caller mentioned the stimulation was on a little too high and was hurting the patient. During the call caller denied damages on the charging cord, charging port, and charging adapter. There was one usb port on the adapter. Agent had caller plug the adapter into another outlet. Caller unplugged the charging cord and plugged it back into the adapter. Caller plugged the adapter into the communicator and the light flashed green, blue, then yellow. Caller unplugged the charging cord and tried their personal adapter. The light flashed green, blue, then yellow. There was something blue in the communicator port and they didn't know what the blue thing was but they were able to get rid of it. Caller plugged the charging cord into the communicator but still got the green, blue, then yellow light which went off. Agent sent request to repair to replace the communicator and charging cord.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's husband called back stating they received the new communicator, however when they try to connect to the implantable neurostimulator (ins), they are seeing a message stating "review links". Patient states they do see the green and blue lights on the communicator. Agent advised patient to place the communicator over the ins (patient had admitted they were not putting it over the ins) and select "retry". Patient was then able to connect successfully.